Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of telemetry failure. The radiofrequency programmer head was able to interrogate devices with no issues found. (B)(4).

Event description:
It was reported that the programmer had telemetry failure. The radiofrequency programmer head was returned along with the programmer and it was unclear whether it had been changed out in order to eliminate it as a possible source of the issue. Both the programmer and the programmer head were returned to service. No patient complications have been reported as a result of this event.